Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spin al pain. It was reported that the patient was in a car accident on (B)(6) 2017. It was reported that the patient was going to get an MRI to check the leads and for any other damage that resulted from the accident. It was reported that the patient was having a hard time charging since the accident. The patient had to charge for 6 hours with the antenna flat on their stomach. The patient stated that they felt an electric current in their neck that they didn¿t feel before the accident. The patient reported that they turn the ins sometimes during the day because their back gets sore with the stimulation on if they are ¿doing something.¿ the patient noted that they leave the stimulation on overnight. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 02/05/2018. It was reported that the patient was in another car accident in (B)(6)2017 and since the car accident, it took him forever to charge the implantable neurostimulator (ins) and the ins was not working like it used to. The patient stated that the leads were checked via x-ray and everything was still in place. An appointment was scheduled for (B)(6)2018 at noon and the healthcare professional (hcp) wanted a manufacturer representative (rep) to be present to possibly reprogram the device. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called for an update on whether a manufacturing representative (rep) will be at their appointment. Patient serviced reviewed that a manufacturing representative will be there on (B)(6) 2018 at noon. The patient stated that they are having trouble with their device, and they need it re-programmed because it isn¿t workingright. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient had been having less coverage of their symptoms. It was reported that the leads are in the same position that they were prior to the accident and it looked like the battery was as well. It was reported that the patient was to meet with a manufacturer representative to address the lessened coverage. No further complications are anticipated.